Event description:
It was reported that "two xia 3 blockers became disengaged from screw heads."

Event description:
It was reported that "two xia 3 blockers became disengaged from screw heads."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: all returned blockers were examined under a microscope. The blocker related to this investigation had deformation consistent with 12 nm tightening force. There was also an imprint on the back of this blocker from the returned rod that the blocker had been holding in the construct. Functional inspection: one of the returned polyaxial screws is stuck at its current angle, it has lost its polyaxiality. The blockers were able to thread into the returned screws indicating that the threads are intact. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the event of blocker disengagement was confirmed by x-ray images where loosening is visible. 5 blockers, 2 screws, and 1 rod were returned and it could not be verified which two blockers had disengaged and which 3 were considered "loose" by the surgeon. The returned blocker, bone screw, and rod were visually and functionally inspected. The particular blocker related to this investigation did appear to be tightened with a 12 nm force as suggested in the surgical technique for xia 3. The disengagement or loosening of this particular blocker is likely due to insufficient tightening of the entire construct that led to higher stress on the implants. Per the IFU, implants do not replicate the strength and mechanics of regular bone and high stress can lead to failure. According to the review of complaints received for similar issues, postoperative disengagement of the blocker from the screw tulip can be linked with sub optimal construct locking conditions.